Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shocks due to lead noise. The device was explanted and replaced. The patient was stable.